Event description:
It was reported that during a revision rcr a bone anchor was opened to spare the tendon anchor puck, it was used a new inserter and the tendor anchors broke when loading. The surgeon use the remaining anchors 1-2 short of his preference, and the needle and suture in order to finish securing the implant. A delay of 5 minutes were reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.